Event description:
The customer contacted baxter's technical service center regarding a connection issue, which occurred on the homechoice (hc) during use, during fill 2. A bag came unhooked in fill 2. The home patient (hp) stated that the bag fell off and they wanted to start over. The baxter technical service representative (tsr) explained and assisted the hp to get the old set out so they could start over. The call completed and new supplies would be used. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she was able to resume therapy after starting over with new supplies. She said there was no issue with the supplies, she did not properly connect the line and the bag together, she did not connect it together tight enough. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was use error - incomplete connection.the label review found the labeling adequate for the use error in this complaint.